Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B) (6) 2005 - pt had a small oval bard composix kugel mesh, product code 0010201, lot 43hod246 implanted to repair a hernia. On (B) (6) 2008 - pt presented to her physicians with complaints of persistent discomfort, aching pain in the area of her repair. On (B) (6) 2008 - pt underwent surgery to remove a "foreign body". This "foreign body" was consistent with the mesh which was enveloped with the scar tissue. Pt has suffered and will continue to suffer physical pain and mental anguish.